Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated. (B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited fluctuating shock impedance measurements of less than 20 ohms during an upgrade procedure. Subsequently, the rv lead was surgically abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited fluctuating shock impedance measurements of less than 20 ohms during an upgrade procedure. Subsequently, the rv lead was surgically abandoned and a new rv lead was successfully implanted. No additional adverse patient effects were reported. Additional information was received which reported that the right ventricular (rv) lead was explanted. Visually there was no damage observed near the terminal pin yet the field representative observed the proximal coil stretched out slightly. The lead was kept by the hospital.